Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was a clogged/blocked cannula and non patient needle separation from the holder luer/adaptor/hub. The clogged/blocked cannula event occurred 10 times. The separation event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "several times in different facilities, there is a clotting issue when using the wingset to collect samples for glycemic curve exam, even with infusion of 2ml of saline solution." Also, when they use the wingsets with another brand holders, it releases.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a clogged/blocked cannula and non patient needle separation from the holder luer/adaptor/hub. The clogged/blocked cannula event occurred 10 times. The separation event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "several times in different facilities, there is a clotting issue when using the wingset to collect samples for glycemic curve exam, even with infusion of 2ml of saline solution." Also, when they use the wingsets with another brand holders, it releases.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a clogged/blocked cannula and non patient needle separation from the holder luer/adaptor/hub. The clogged/blocked cannula event occurred 10 times. The separation event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "several times in different facilities, there is a clotting issue when using the wingset to collect samples for glycemic curve exam, even with infusion of 2ml of saline solution." Also, when they use the wingsets with another brand holders, it releases. H.6. Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for clogged with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to clogged/dull/spin out of holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. Regarding clogging: under our manufacturing process, 100% inspections are performed by automatic inspection machine installed on our automatic assembling machine after adhering luer adaptor hubs and needle tubes, and after adhering wing needle hubs, tubes and connecters. Moreover, inspection machines are routinely checked and maintained. Therefore, the possibility that clogged products are flowed and shipped out is very low. Regarding abnormal penetration resistance: the reported event could be caused by barb at needle tip, burr, blade polishing configuration defect and/or silicone application defect. However, under our manufacturing process, every needle is inspected by automatic inspection machine and by inspectors with magnifiers, and only conforming needle tubes , which has no abnormalities such as barb at the needle tip or blade configuration defect), are used for assembly. Furthermore, the products concerned are assembled automatically and mechanically. And there are no processes that can lead to barb or damage at the needle tip after needle tube processing, and all the products are inspected for any barb at the needle tip by automation machine installed on our assembling machine. Therefore, a defective product having needle tip barb never gets released. In addition, silicone is applied by an automatic machine and concentration of the silicone used is routinely checked. Therefore, the possibility of abnormality such as insufficient silicone application is very low. Regarding spin out: although we are unsure if the event concerned occurred with the same greiner holders, the design of the greiner holder may have affected. No spin outs occurred when the product concerned was connected to the bd holder, the possibility that the product itself had abnormality is very low. H3 other text : see h.10.